Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with low voltage alarm. Log file review found a few odd power cable disconnect and low voltage advisory alarms while the patient was on battery power. The alarms appeared to be a result of rsoc invalid flags. It was later reported that the patient was also experiencing a shock from the controller. The patient reported their controller had been getting wetter than usual during showers. The controllers and clips were exchanged. Related manufacturer's report: 2916596-2023-03250.

Manufacturer narrative:
Manufacturer's investigation conclusions: the report of fluid ingress into the heartmate gogear shower bag could not be confirmed through this evaluation as the product was not returned for evaluation. The patient reported that their system controller had been getting wetter than usual during showers. It was noted that the patient was using the shower bag at the time of the event; however, the shower bag was reportedly not exchanged. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU) and heartmate 3 lvas patient handbook state that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The instructions for use and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.